Event description:
It was reported that high, out of range, high voltage lead impedance was observed via remote transmission. The last seven day readings were all in range. The physician has elected to monitor the patient and if high readings continue over time, patient will be brought into cath lab for further assessment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.